Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (62 mg/dl). Reportedly, the customer exercised and did not account for the physical activity when delivering a food bolus. Customer addressed low bg levels with orange juice.